Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), a patient had taken denture out, experienced loss of implant to integrate and the implant came out.